Event description:
It was reported via repair work order that the brakes would not engage due to a broken foot left caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.